Manufacturer narrative:
The CT equipment was inspected by siemens on (B)(4) 2011. It was found that the spiral scan failed after trigger level was achieved due to a table top error. A small screw loose in table path was found to stop horizontal motion. The equipment was repaired and all system tests, checks and inspections were performed. The system met specification and is functioning properly as of (B)(4) 2011.

Event description:
Siemens received info via medwatch form that on (B)(6) 2011 a pt was experiencing shortness of breath (sob) and had been sent to have a CT study of the chest for pulmonary embolism. It was reported that visipaque was administered to the pt for the scan, however, the CT system malfunctioned (froze). The dye injection had to be repeated, and on the second attempt to scan the pt the CT system again malfunctioned (froze). The procedure was cancelled/stopped, and when the pt became cyanotic, the rapid response team (rrt) was called and the pt was sent to the ICU. It was reported that the pt had no previous reaction to dye. There is no other info available as to the pt's status at this time.